Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare professional reported that the battery was replaced on (B)(6) 2018 and that was due to standard battery exchanged/battery depletion. The patient had decrease in symptoms control.

Manufacturer narrative:
Product analysis # (B)(4); analysis information -- 2019-01-26 11:25:12 cst pli# 10 product ID# 3058:s/n: (B)(4). The returned device was subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. Analysis determined that the implantable neurostimulator (ins) output and telemetry were acceptable; however, the battery was near normal battery depletion. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. No new information.

Manufacturer narrative:
(B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional regarding a patient with an implanted neurostimulator (ins) for gastrointestinal /pelvic floor therapy. It was reported there was a product problem/device deficiency (no details were given) and the battery was exchanged on (B)(6) 2018. The returned product form indicated there was patient impact, but no specifics were given. No further complications were reported or are anticipated.